Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not responding due to an unspecified duration of a loss of connection occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause could not be determined. The reported event of a transmitter not responding due to an unspecified duration of a loss of connection is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.